Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. Further evaluation of the returned device revealed that the pet lock was broken on the proximal end of the pusher assembly. This damage was likely incidental and may have occurred while packaging the device for returned to penumbra. The offset coil winds likely contributed to the resistance experienced while attempting to advance the coil into the microcatheter. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a new smart coil into a non-penumbra microcatheter, the physician experienced resistance; therefore, the coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.